Event description:
Allegedly revised due to broken femoral neck.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this product. The medwatch 3500a received from the user facility is attached. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00013, 00014.